Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 5.8 mmol/l, 2.6 mmol/l, 2.2 mmol/l, 3.6 mmol/l, 2.2 mmol/l, 14.0 mmol/l, and 2.4 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).